Manufacturer narrative:
Follow-up # 1 (05/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter has passed testing with no faults found. The retain test strips were tested on (B)(6) 2011 and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510k # is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer service representative (csr) documentation, since the patient was not able to be reached by phone for a follow-up. The patient reported that on (B)(6) 2011 at 4am, she obtained blood glucose readings of "5.5, 9.9, 8.1 and 12.0 mmol/l" with the subject meter, taken within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The patient informed the csr that she manages her diabetes with insulin (insulin pump). It is not known what action the patient took regarding her diabetes management at the time she obtained the alleged erratic results. The patient claimed approximately 2 hours after the issue started, she felt "low". The csr noted results of "1.7 and 1.4 mmol/l"; however, it is not clear if the patient tested and obtained those values at the time of feeling low. The patient claimed she drank several glasses of orange juice in response to the "low" symptoms and at a later time felt "high". The patient stated that she treated the "high" with insulin (type and dose unknown). At the time of troubleshooting, the csr noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter inaccuracy issue began.